Event description:
It was reported that the patient was taken to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 390 mg/dl after the pod fell off while patient was swimming, causing the cannula to dislodge. The patient was treated in the emergency room with fluids and told to rest. He was released after 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.